Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil extending into myometrium') and device expulsion ('right essure coil extending into myometrium') in a 39-year-old female patient who had essure (batch no. Yo6421- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, foot surgery, abdominoplasty, osteopenia, achilles tendonitis, psoriatic arthritis and stiffness. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 23 days after insertion of essure. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2016, the patient experienced allergy to metals ("sensitivity to nickel jewwllery"). In (B)(6) 2016, the patient experienced abdominal pain ("burning pain inside"). In 2017, the patient experienced migraine ("migraine/headache"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced urinary tract disorder ("urinary changes"), pelvic pain ("right pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown, the urinary tract disorder and fatigue was resolving and the migraine, pelvic pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post-operative note: uterus and bilateral tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus showing benign proliferative endometrium, unremarkable myometrium, and a hemorrhagic cyst in region of right essure bilateral fallopian tubes with no histopathological abnormality cervix showing areas of acute and chronic cervicitis, focal squamous metaplasia and benign endocervical glands with nabothian cysts. Discrepancy noted in date of essure confirmation test result (B)(6) 2019 in previous case and in this follow up (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Bilateral iatrogenic fallopian tube occlusion. Normal uterine cavity; on (B)(6) 2013: bilateral iatrogenic fallopian tube occlusion. Normal uterine cavity; on (B)(6) 2019: migration of right essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter's information added.medical history and lab data were added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil extending into myometrium') and device expulsion ('right essure coil extending into myometrium') in a (B)(6) female patient who had essure (batch no. Yo6421- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, foot surgery and abdominoplasty. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 23 days after insertion of essure. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2016, the patient experienced allergy to metals ("sensitivity to nickel jewwllery"). In (B)(6) 2016, the patient experienced abdominal pain ("burning pain inside"). In 2017, the patient experienced migraine ("migraine/headache"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced incontinence ("urinary changes"), pelvic pain ("right pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown, the incontinence and fatigue was resolving and the migraine, pelvic pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, incontinence, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post-operative note: uterus and bilateral tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus showing benign proliferative endometrium, unremarkable myometrium, and a hemorrhagic cyst in region of right essure bilateral fallopian tubes with no histopathological abnormality cervix showing areas of acute and chronic cervicitis, focal squamous metaplasia and benign endocervical glands with nabothian cysts. Discrepancy noted in date of essure confirmation test result (B)(6) 2019 in previous case and in this follow up (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Bilateral iatrogenic fallopian tube occlusion. Normal uterine cavity.; on (B)(6) 2019: migration of right essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- event urinary tract disorder was updated to incontinence event out come added-migraine headache, fatigue,low back pain, pelvic pain female, medical history added, rcc updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil extending into myometrium') and device expulsion ('right essure coil extending into myometrium') in a 39-year-old female patient who had essure (batch no. Yo6421- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced allergy to metals ("sensitivity to nickel jewwllery"). In (B)(6) 2016, the patient experienced abdominal pain ("burning pain inside"). In 2017, the patient experienced migraine ("migraine/headache"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced bladder disorder ("bladder changes"), urinary tract disorder ("urinary changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("right pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, allergy to metals, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post-operative note: uterus and bilateral tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus showing benign proliferative endometrium, unremarkable myometrium, and a hemorrhagic cyst in region of right essure bilateral fallopian tubes with no histopathological abnormality cervix showing areas of acute and chronic cervicitis, focal squamous metaplasia and benign endocervical glands with nabothian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2019: migration of right essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil extending into myometrium') and device expulsion ('right essure coil extending into myometrium') in a 39-year-old female patient who had essure (batch no. Yo6421- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced allergy to metals ("sensitivity to nickel jewwllery"). In (B)(6) 2016, the patient experienced abdominal pain ("burning pain inside"). In 2017, the patient experienced migraine ("migraine/headache"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced bladder disorder ("bladder changes"), urinary tract disorder ("urinary changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("right pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, allergy to metals, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post-operative note: uterus and bilateral tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus showing benign proliferative endometrium, unremarkable myometrium, and a hemorrhagic cyst in region of right essure bilateral fallopian tubes with no histopathological abnormality cervix showing areas of acute and chronic cervicitis, focal squamous metaplasia and benign endocervical glands with nabothian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2019: migration of right essure device. Most recent follow-up information incorporated above includes: on 11-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil extending into myometrium') and device expulsion ('right essure coil extending into myometrium') in a 39-year-old female patient who had essure (batch no. Yo6421- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, foot surgery and abdominoplasty. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 23 days after insertion of essure. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2016, the patient experienced allergy to metals ("sensitivity to nickel "jewelery""). In (B)(6) 2016, the patient experienced abdominal pain ("burning pain inside"). In 2017, the patient experienced migraine ("migraine/headache"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced urinary tract disorder ("urinary changes"), pelvic pain ("right pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown, the urinary tract disorder and fatigue was resolving and the migraine, pelvic pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post-operative note: uterus and bilateral tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus showing benign proliferative endometrium, unremarkable myometrium, and a hemorrhagic cyst in region of right essure bilateral fallopian tubes with no histopathological abnormality cervix showing areas of acute and chronic cervicitis, focal squamous metaplasia and benign endocervical glands with nabothian cysts. Discrepancy noted in date of essure confirmation test result (B)(6) 2019 in previous case and in this follow up (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Bilateral iatrogenic fallopian tube occlusion. Normal uterine cavity.; on (B)(6) 2019: migration of right essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event urinary changes was coded back to the meddra llt: urinary tract disorder. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil extending into myometrium') and device expulsion ('right essure coil extending into myometrium') in a (B)(6) year old female patient who had essure (batch no. Yo6421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced allergy to metals ("sensitivity to nickel jewellery"). In (B)(6) 2016, the patient experienced abdominal pain ("burning pain inside"). In 2017, the patient experienced migraine ("migraine/headache"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced bladder disorder ("bladder changes"), urinary tract disorder ("urinary changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("right pelvic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, allergy to metals, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post-operative note: uterus and bilateral tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus showing benign proliferative endometrium, unremarkable myometrium, and a hemorrhagic cyst in region of right essure bilateral fallopian tubes with no histopathological abnormality cervix showing areas of acute and chronic cervicitis, focal squamous metaplasia and benign endocervical glands with nabothian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2019: migration of right essure device. Most recent follow-up information incorporated above includes: on 8-apr-2020: plaintiff fact sheet and medical record received. New events added-¿ abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), burning pain inside, embedded device, device expulsion, allergy to metals, bladder or urinary problems, migraines/headaches, dysmenorrhea (cramping), dyspareunia, pelvic pain, low back pain, fatigue, and weight gain¿. Patient demographics, lab data, essure removal date, essure lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.